Manufacturer narrative:
03/04/1998: g1-manufacturing site number information has been corrected.

Event description:
Distal portion of catheter broke and lodged in pt's lower spinal canal area. Device not returned for analysis.